Event description:
Litigation papers allege: in (B)(6) 2006, pt was implanted with a depuy asr hip on her left side. In (B)(6) 2007, pt was implanted with a depuy asr hip on her right side. Pt now suffers from discomfort and pain in her hip. It is very painful for her to walk, step, climb stairs, sit for long periods of time or stand for long periods of time. Pt has not yet been told that the hip implants needs to be replaced.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation.

Manufacturer narrative:
** Patient is a resident of (B)(6). **update** 10/20/2011 - (recd by cq (B)(4) 2011) incorrectly reported by patients counsel as asr. Patients devices are pinnacle. The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. **update** 11/26/2012 - medical records received. Part/lot information was provided. The doi for the right side was updated. There is no new information that would affect the investigation. Records are available on disk if needed for further review. Bilateral -doi: (B)(6) 2006 - dor: none reported (left hip). Doi (B)(6) 2007 - dor: none reported (right hip). Patient height is (B)(6). The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Litigation papers allege: in (B)(6) 2006, patient was implanted with a depuy asr hip on her left side. In (B)(6) 2007, patient was implanted with a depuy asr hip on her right side. Patient now suffers from discomfort and pain in her hip. It is very painful for her to walk, step, climb stairs, sit for long periods of time or stand for long periods of time. Patient has not yet been told that the hip implants needs to be replaced. Doi: (B)(6) 2006 - dor: unk (left side). Doi: (B)(6) 2007 - dor: unk (right side). . Patient is a resident of (B)(6). Update 10/20/2011 - (rec'd by cq 6/4/11) incorrectly reported by patient's counsel as asr. Patient's devices are pinnacle. Update 11/26/2012 - medical records received. Part/lot information was provided. The doi for the right side was updated. There is no new information that would affect the investigation. Records are available on disk if needed for further review. Bilateral - doi: (B)(6) 2006 - dor: none reported (left hip). Doi (B)(6) 2007 - dor: none reported (right hip). Patient height is (B)(6)" update ad 24 apr 2018: wpc 8007-2011 has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. There are no new allegations and no revisions reported. Updated patient identifier and date of implant of patient's left side. Updated lot number of the liner implanted on the left side. Doi: (B)(6) 2006 - dor: none reported (left hip).